Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon's cotton separated from the tampon. Shed fluff [device breakage]. Case narrative: consumer reported via phone that the cotton separated from the tampon and shed fluff. No injury was reported.

Event description:
Tampon's cotton separated from the tampon...shed fluff [device breakage]. Case narrative: consumer reported via phone that the cotton separated from the tampon and shed fluff. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.